Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a low battery and unexpected suspend alarms . The customer¿s blood glucose was 42 mg/dl at the time of the incident. The customer treated the low blood glucose level with glucose tablets and an hour later the blood glucose level was 164 mg/dl. The customer reported the insulin pump keeps looping suspend and then resume and then suspended and resume again. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.